Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to dislodgement. Due to the patient's anatomy, another device could not be implanted in the patient. After the procedure, the patient was found stable.

Manufacturer narrative:
Correction: please retract this report 2938836-2019-03944, the same issue was previously reported as 2017865-2019-06308.